Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained rv oversensing was observed on the device via remote transmission. Further evaluation showed it was due to post-paced t-wave oversensing. The programming change was discussed. The patient was stable and had no adverse effects prior to or since the event.